Event description:
On aug. 1, ivtm therapy began. On aug. 2 at 9:33, aug. 3 at 6:25 and aug. 3 at 6:37, the thermogard console (sn (B)(4)) displayed a tcmid:02 (ce danfoss error) message a total of three times until the end of the therapy on aug. 3. The customer wants the console to be further evaluated. No consequences or impact to the patient.

Manufacturer narrative:
The console was returned on 8/14/2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The reported complaint of the thermogard console (sn tgxp13511) displayed a tcmid:02 (ce danfoss error) message was confirmed based on the event log review but not during functional testing. The possible root cause of the reported issue was the defective danfoss module controller and cooling engine (ce) wire harness. During visual inspection of the thermogard console, unrelated to the reported complaint, the top lid and front label were missing. The possible root cause of this damage is mishandling. The top lid and front label will be replaced to remedy the issues. Event log data review was performed and showed five tcmid:02 (ce danfoss error) error messages on the event date, thus confirming the reported complaint. Unrelated to the reported complaint, a tcmid:06 (ce post failure) and a tcmid:04 (ce response timeout) error message were also observed. The possible root cause of the tcmid:02, tcmid:06, and tcmid:04 is a defective danfoss module controller and a ce wire harness defect. The ivtm thermogard console passed the initial functional testing and a 24-hour burn-in test without any fault or error. The tcmid:02 could not be replicated. The defective danfoss module controller and wire harness assembly will be replaced to remedy the fault seen in the archive. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).